Event description:
It was reported that the patient experienced a hyperglycemic event with a reported highest blood glucose value of approximately 380 mg/dl following multiple unsuccessful infusion set insertions, during which the patient inadvertently left the needle guard in place or did not remove the adhesive backing, resulting in lack of insulin delivery. The patient subsequently developed symptoms of nausea and vomiting and contacted emergency medical services. Outcomes included emergency department evaluation where intravenous fluids were administered, after which the patient was discharged the same day without inpatient admission and resumed use of the ilet with a properly inserted infusion set. Investigation included communication with the patient and review of the information provided. Investigation of this case identified use error related to improper infusion set deployment, and no medical device malfunction or component failure was identified. It was concluded that the event was caused by user handling and failure to correctly deploy the infusion set rather than device performance. If additional information becomes available, a supplemental MDR will be submitted.